Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps, packing coil lps, an lp system detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician advanced a ruby coil lp and packing coil lp to the target vessel using the microcatheter and attempted to detach the coils using the handle; however, the ruby coil lp and packing coil lp failed to detach. Therefore, the physician removed the ruby coil lp and packing coil lp and detached another ruby coil lp and packing coil lp in the target vessel without issue. While attempting to detach another ruby coil lp in a larger vessel, the same issue occurred. Therefore, the physician removed the ruby coil lp and successfully detached another ruby coil lp in the target vessel without issue. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02772, 3005168196-2021-02773.